Manufacturer narrative:
(B)(4). Date sent 11/12/2024. D4 batch #107d47. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. Additionality, two (gst60t & gst60b) reloads were received unfired. The pan was removed from the channel and the device was tested for functionality in the straight position with a returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 107d47, and no non-conformances were identified. Additional information received: staples falling from the device is not unusual or uncommon; however, what is unusual is that the staples in this case were not in b form. You are correct that staples most often stay attached to the cartridge or anvil (especially when the end effector is wet), but this is not part of the design or a requirement. Closed, b formed staples in the body are known to encapsulate in the body and not cause harm. I really wish we could have received this device and cartridge to analyze as unformed staplers are extremely unusual, but most typically happen in tissue that is extremely thick, non-compressible, and well outside of indicated ranges. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic surgery the echelon 3000 that the jaws were getting stuck after each firing and we had to push the plastic handle to open the jaws. There was not any adverse effect on the patient. However, I wanted to log that the jaws were being very stiff after 2/3 fires.